Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulation (scs) explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred about a year after it was implanted. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 21077333/21131350.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulation (scs) explant procedure. No further information has been obtained despite good faith efforts. Additional information was received that the patient has yet to undergo an explant procedure.